Event description:
It was reported that (2) er320 were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon attempted to use erca for ligation of cystic artery but the clip formation was not hemostatic. The surgeon pulled another erca and it performed the same way. The surgeon pulled one more erca and it worked fine to complete the case. There was no consequence to pt.